Event description:
An or supervisor reported an observation of slow migration and disconnect of the breathing circuits 15mm adapter when connected to a 7.5mm endotracheal tube. There was no pt harm or change in therapy reported.